Event description:
The physician used a cook endoscopy six shooter saeed multi band ligator for a banding procedure. The reporter indicated the bands were "sticked/patched." Our interpretation of this information is that the user had difficulty with band deployment. Additional information was requested but not provided. An injury to the patient was not reported. Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device. We can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conclusively undetermined a cause for this reported observation because the device was not returned for evaluation. Due to a variety of clinical conditions such as patient anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this reported observation. Additional information was requested but none was provided. We can report that difficulty with band deployment can occur if the endoscope accessory channel is compromised, perhaps from a previous repair. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use this product line contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. Prior to distribution, all multi-band ligators are subjected to visual inspection to ensure device integrity.